Event description:
It was reported by the patient that one of her cleo 90 infusion sets became detached from the adhesive patch and required replacement. The patient resolved the issue by replacing the infusion set, tubing, and infusion site. There was patient involvement; however, no harm was reported.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.